Manufacturer narrative:
(B)(4) date sent: 4/6/2022 investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2cb5lt device was received with the tip of the sleeve broken. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. The manufacturing records couldn't be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the doctor was finishing his sleeve gastrectomy and was removing the liver retractor from his trocar 5mm and realized the trocar had broken. Surgeon fished for the piece that fell into the patient, found it, and removed it. There was a delay of five minutes to the procedure, surgery was successfully completed, and there was no patient consequence.